Event description:
A customer contacted beckman coulter inc. (Bec) regarding a troponin (accutni) result within the risk stratification range generated by the unicel dxc 600i synchron access clinical system for one patient sample. Upon repeat, the sample resulted within the normal reference range. This report is 2 of 2 reports being submitted for the patient results generated on a single overnight shift. While there is no report of adverse event or injury to the patient, it is unknown whether there was a change to patient treatment.

Manufacturer narrative:
The sample was collected in a 13x75mm pst and centrifuged at 5000rpm for six minutes in a swing bucket centrifuge at ambient temperature. A system check performed on (B)(4) 2011 passed within specifications. Accutni calibration performed on (B)(4) 2011 passed. Four levels of accutni qc were within the customer's established ranges prior to the event. A field service engineer (fse) went on-site (B)(4) 2011 and verified hardware and did not note any hardware issues. MDR #2122870-2011-04347 is associated with this event and documents the results for the other patient involved in this event.